Event description:
It was reported that review of remote monitoring was requested due to shock polarity data showing question marks. A boston scientific (bsc) technical services (ts) consultant verified the finding and stated it appears to have occurred after the patient had a medical resonance imaging (MRI). A bsc engineer was consulted for further evaluation. It appears there was an unexpected reset in the actual polarity register value in the device. If a shock would be delivered, it would be in reverse polarity. The engineer stated a 60/60 magnet reset can be performed to see if it resolves or the desired polarity can be programmed via the induction screen. The system remains in service and no adverse patient effects were reported. The boston scientific local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided.